Manufacturer narrative:
Initial reporter first name: (B)(4). Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32x3mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. After engaging a 3.5 non-bsc guide catheter and a non-bsc wire, the lesion was pre-dilated using 2x12 maverick balloon catheter. A 3.00x38mm promus element drug-eluting stent was advanced but failed to track the lesion. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32x3mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. After engaging a 3.5 non-bsc guide catheter and a non-bsc wire, the lesion was pre-dilated using 2x12 maverick balloon catheter. A 3.00x38mm promus element drug-eluting stent was advanced but failed to track the lesion. The device was removed and it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.